Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# 0208925270, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8780, lot# 0208925264, implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that there were ascenda anchor problems during the procedure as the anchor was stuck to the dispenser tool with catheter (B)(4). As a result they changed to another catheter, (B)(4) but the same problem happened again with the anchor being stuck to the dispenser tool with this second catheter. However, they managed to leave this second catheter implanted despite the anchor was ¿wringled.¿ reportedly, diagnostic testing was done and the cerebralspinal fluid (csf) ran out very well from that catheter. The issue was reported as resolved and the cause undetermined.no patient symptoms resulted from this event and at the time of the report the patient's status was reported as alive-no injury. This device system delivered lioresal. Additional information was requested to verify the patient¿s current status. Should additional information be received a supplemental report will be filed.

Event description:
It was further provided that the patient was receiving effective therapy after procedure. Should additional information be received a supplemental report will be filed.